Manufacturer narrative:
The reported event for inoperable ipg was confirmed. It was determined the device was running the service application software.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent unrelated surgery. Thereafter the ipg was unable to communicate with the external devices. Troubleshooting was attempted to no avail. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
"Returned to manufacturer" should have been selected. (B)(4). Fsca number should not have been included in the initial MDR.

Event description:
Additional information received identified that patient underwent surgical intervention wherein the ipg was explanted.